Event description:
Patient was found to have a thrombus in her right lower leg. Patient was asymptomatic. The common femoral vein was widely patent. Patient was treated with lovenox and the thrombus was resolved.

Manufacturer narrative:
It was noted that there were no issues cited with the device performance.